Event description:
Information was received that the patient underwent surgery for the scarring on (B)(6) 2016.

Event description:
On (B)(6) 2016, it was reported that the vns patient was referred for surgery for a scar revision at the chest incision site. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.